Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient accidentally dropped the cardiomems pillow on their right foot causing a wound. The patient was treated with prophylactics for infection. An x-ray was taken which showed no evidence of osteoporosis. Podiatry concluded that neither debridement or further antibiotics were indicated as the wound was improving. Additionally on (B)(6) 2020 the patient expired from sudden cardiac death unrelated to the cardiomems device or procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.